Event description:
It was reported that during surgery, while using the cannulated driver, the end (tip) of the screwdriver broke off inside the patient. All pieces were recovered with the use of fine forceps. The procedure was completed with no delay and a backup device was available. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 7207193 driver cannulated 2mm used in treatment, was returned for evaluation. The complaint states: ¿during surgery, while using the cannulated driver, the end (tip) of the screwdriver broke off¿. This a seven year old device. Visual assessment confirms the complaint. Device showed breakage on screwdriver tip. An exact root cause cannot be determined however, excessive force, improper use or cleaning of device may be a factor. The instruction for use states: ¿this product is shipped non-sterile. It must be sterilized before the first use. It must be cleaned and sterilized before every subsequent use¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery, while using the cannulated driver, the end (tip) of the screwdriver broke off. All pieces were recovered. The procedure was completed with no delay and a backup device was available. No injury to the procedure was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.